Event description:
There was a lead revision performed on this lead due to twiddler's syndrome. This lead remains implanted and active at this time. There were no adverse events reported for the pt. Should add'l info be rec'd, this file will be updated.